Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient had not started using the purewick collection urine system yet, because they were concerned that the patient would not be able to empty the purewick canister without assistance without dropping or spilling it. The original purewick accessories replacement kit was replaced on (B)(6) 2021.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had not started using the purewick collection urine system yet, because they were concerned that the patient would not be able to empty the purewick canister without assistance without dropping or spilling it. The original purewick accessories replacement kit was replaced on (B)(6) 2021.